Manufacturer narrative:
(B)(4). It was reported that the patient required another surgery to repair the defect.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an episiotomy procedure in (B)(6) 2017 and suture was used. After three or four days from the procedure, on (B)(6)2017, the patient came back for a recheck and complained about a suture rupture. No additional information was provided.

Manufacturer narrative:
Additional information was requested and the following was obtained: did 1 suture rupture for each patient/procedure? Yes, 1 suture rupture for each patient/procedure please provide patient initials, age, date of birth, date of procedure, date of rupture for each patient that experienced a ruptured suture. The patient initials are not provided by hp.